Event description:
It was reported that the patient presented to the emergency room with a system infection identified by septic shock-like symptoms and fever. Echocardiogram imaging revealed that the right atrial and right ventricular leads had vegetation. The entire system was explanted. The patient was recovering. Related manufacturer reference number: 2017865-2022-05367 & 2017865-2022-05375.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.